Event description:
It was reported that the patient was experiencing t-wave oversensing (twos) on their right ventricular (rv) lead. The clinic contacted the manufacturer for assistance. Follow-up with the patient's clinic indicated that programming changes were suggested and attempted, did not alleviate the twos so the clinic went back to the original settings and will continue to monitor. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.